Manufacturer narrative:
The device was returned to resmed design house for an extensive engineering investigation. The reported system fault 101 was confirmed through review of the device logs. The investigation determined that the device fault was due to water contamination of the pneumatic block and inspiratory flow sensor. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was returned to the manufacturing facility in (B)(4) so that an engineering investigation can be performed. The device has not yet been received, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
(B)(4).